Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician had successfully deployed a taxus express2 3.5 x 12 mm drug eluting stent in a eccentric lesion in a calcified bend in the mid lad. He had difficulty retracting the balloon from the stent following deflation. The physician attempted to remove the balloon using standard techniques (inflating/deflating, advancing the balloon) for about 20 minutes in order to dislodge the balloon from the stent. No pt injuries or complications were reported.